Event description:
It was indicated that the surgeon used this drill during a procedure for sagital splitting but without a transbucal access to the treated area and without a transbucal device. This caused an extremely lateral/oblique alignment and resulted in the breakage of the twist drill. No adverse consequence to the pt was reported.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest the event was attributed to an overload condition.